Event description:
It was reported that the left ventricular lead dislodged. The lead was repositioned and remains in use. The patient was part of the monitoring resynchronization devices and cardiac patients (B)(4) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) : the actual lead was not received for evaluation, however performance data was collected from the device and analyzed. Analysis revealed no anomalies.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.